Event description:
Crack noted in trach tube at connector. Inner cannula could not be held in place. Pt on continuous ventilator support. Pt required trach change in order to continue proper ventilation. Third occurrence. First on 9/24/93, device not saved. Second occurrence on 10/12/93, device saved and sent.